Event description:
It was reported the patient suffered a heart attack in the recovery room after her implant surgery. The patient was still in the hospital and was getting poor communication on her programmer and she could not feel stimulation. The patient tried her programmer without the antenna and it showed her settings; she confirmed stimulation was on and she could now feel stimulation. Additional information received 6 days later reported the patient had just got out of the hospital. The patient switched from program a at 2.5 to b at 3; she was unable to feel stimulation. The patient was unable to get communication again with her programmer. It was also reported the patient wanted the pain her leg "to be eased more;" she felt stimulation in both legs but she only needed it on her left leg. She was going to try switching groups to help. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer. (B)(4).